Event description:
It was reported that during a neurological procedure, the drill heated up. Backup equipment was used to complete the procedure, with no report of a delay. No patient or user injury was reported, and no other adverse consequences were alleged with this event.